Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they had to call ambulance for hospitalization due to low blood glucose level. The customer's blood glucose went up 30 mg/dl. Customer was throwing up, dizzy, sweating at the time of incident. Trouble shooting was performed. Customer did not show any symptoms of low blood glucose. Customer was using the insulin pump system within 48 hours of reported low blood glucose event. The insulin pump will not be returned for analysis.